Event description:
It was reported that multiple cartridge alarms occurred during the loading sequence using multiple cartridges. There was no reported adverse impact to customer's blood glucose. Customer reverted to using an alternate method of insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.